Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that during the revision procedure the ipg was replaced per physician¿s preference. The lead was also replaced because it fractured after multiple patient falls. Lead did not malfunction. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-8120-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.